Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The noted breakage is consistent with device heavy repetitive use/impaction and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tka. It was reported that during the surgery, when the surgeon impacted the tibial tray with the impactor, the impactor broke. The surgery was completed. It was unknown whether there was any surgical delay. It was reported no harms to the patient. No further information is available.